Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/21/2021. Additional information was requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo of reaction available? He is trying to get a picture back to me. Date of procedure? Not available. Date of reaction? Not available. Please describe how the adhesive was applied. Applied as instructed by the rep with the knee bent. What prep was used prior to, during or after prineo use? Sage wipes pre and post-op, chloroprep immediately before use, and iodine. Was a dressing placed over the incision? If so, what type of cover dressing used? 4x4 gauze and ace wrap after dermabond has dried. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Were any patch or sensitivity tests performed? No. Patient demographics: initials / ID, gender, age or date of birth; bmi. Not available. Patient pre-existing medical conditions (ie. Allergies, history of reactions). No. Has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No. Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? Yes, what is the current status of the patient? Patient with reaction given a cortisone ointment and oral prednisone for 5 days. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported a patient undewrent a total knee replacement procedure on (B)(6) 2021 and topical skin adhesive was used. Post op experienced redness and irritation around the application site. Treated with prescription topical cream along with an oral steroid or oral antibiotic. Once adhesive removed the redness and irritation cleared up quickly.